Event description:
It was reported, the video system center had an e226 (scope communication error) error code when used with the endoeye camera head. The monitor screen turned black for a few seconds. There was no more visibility of the operation field. The issue occurred during a fundoplication procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.